Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the shunt sensor leaked blood. <1cc blood loss. Product was changed out. Surgery was successfully completed.